Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 168 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident.